Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 400 mg/dl. The insulin pump was not dropped, bumped or exposed to moisture and showed no signs of physical damage. The customer was sent a new battery cap. The insulin pump was not replaced or returned for analysis.